Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device vibrated the blade device when running. It was further observed that the saw head ratchet was frozen and did not rotate. It was further determined that the device was heating up unusually during testing. It was further determined that the saw blade quick coupling was corroded and worn. It was observed that the piston was corroded and frozen to the gear box. It was determined that the bushing was corroded and there was corrosion on the electric motor. It was determined that these issues were consistent with immersion/improper care. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade device vibrated and was out of balance on the battery reciprocator device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.